Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation confirms that one of the four wings of the distal tip is broken off. Additionally, another one of the four wings was bent in the middle. This failure indicates excess abuse of the device and can be attributed to user technique issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
The sales rep reported that during an unknown procedure on an unknown date the piece of metal at the distal end of their intrafix family sheath inserter broke off and are unable to use the device. The sales rep stated that the device did not break in the patient and that the device broke before being used on the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device is over a year old and has seen heavy use in the field. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.